Manufacturer narrative:
The device is included in the error 5 advisory notice issued by (B)(4) on (B)(6) 2018.

Event description:
.It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Manufacturer narrative:
One i3 unit model# cm1100 with main unit serial# (B)(6) and one i3 accessories set were returned. The complaint of inability to take a reading due to an error 5 could not be replicated but determined to be confirmed. An error 5 occurred on this unit on 12 apr 2019 was reviewed and confirmed by review of merlin.net logs. However, an error 05 could not be replicated during device investigation. The was concluded to be the pcb.